Manufacturer narrative:
Fields updated: b4, g3, g6, h1, h2, h6. Corrected section: b7. The manufacturer attempted to retrieve additional information on the reported event. However, no further details have been provided to date. Since the device is not accessible for testing (not explanted) and the serial number is unknown, no further investigation is possible at this time. Based on the information available, it is not possible to establish a definitive root cause for the reported event. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval valve IFU. The event is, therefore, a known inherent risk of the device. Should any additional information be received in the future, the manufacturer will provide an update to this reporting activity.

Manufacturer narrative:
Viv procedure performed.

Event description:
Based on the information provided in the paper ''valve-in-valve transcatheter aortic valve implantation for the failing surgical perceval bioprosthesis. Suleiman t, et al.'' On (B)(6) 2015 a peceval l valve was implanted. After 5 years of implant the patient presented with associated obstructive sleep apnoea presented with worsening dyspnoea. An echo was performed that demonstrated critical stenosis with a pv of 5.3 m¿s-1, mg of 53 mmhg and ava of 0.3 cm2. On (B)(6) 2020 the patient underwent a tavi an received a 26mm corevalve. The perceval valve was crossed without difficulty. The corevalve prosthesis was unexpectedly restricted by the leaflets of the perceval. Post dilatation was made with an 18mmz-med and then with a 22mmtrue balloon. Good haemodynamic effect was demonstrated with minimal gradient across the valve. The patient had an uneventful recovery and was discharged day 1 post procedure. An echocardiography 4 months post procedure showed a mean gradient of 7 mmhg and no para-valvular leak (pvl).